Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fiber optic cable was damaged. The second fiber optic cable was then plugged into the paxscan and flat panel detector. The imaging system then passed the system checkout and was found to be fully functional. The suspect fiber optic cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, when starting up the imaging system, the pendant displayed "system initializing please wait." No additional information was provided. There was no patient present when this issue was identified.